Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, one (1) universal insert spacer sz 7-8 11mm broke during trialing of the poly. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Additional anesthesia was not required. No further complications were reported.